Event description:
A malfunction alarm was reported while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer by attempting to load a new cartridge, but the alarm persisted. Consequently, the decision was made to replace the pump, and the customer will use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. The customer was instructed to put the pump in storage mode and return it via a pre-paid label.